Event description:
The customer reported they could not get the device to work on pads.

Manufacturer narrative:
The customer reported that they could not get the device to work on pads. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.